Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 10 mg/ml morphine at 2 mg/day. The reason for use was not reported. It was reported that there was an increase in swelling at the pump pocket. Environmental/external/patient factors that may have led or contributed to the issue were that the patient had pneumonia and had heavy coughing 1 month ago (prior to the report date of (B)(6) 2018. Diagnostics/troubleshooting performed included a pocket revision. Interventions/actions that were taken to resolve the issue consisted of antibiotics and a revision. The physician irrigated the pocket with antibiotic wash. The pocket had clear fluid noted and was cultured. No infection was present. It was unknown if the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the hcp has no further information for the manufacturer. There were no further complications reported/anticipated.